Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to battery depletion. The device was connected to an external power supply and communication was re-established. The device's functionality was tested on the bench and on the automated system. No anomalies were found. The battery was returned to the vendor for analysis. An internal anomaly was found which caused an increased current drain and premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated. It was noted that the patient had recently been thrown off a horse and landed on their chest. The device was explanted and replaced.